Event description:
It was reported that the patient developed a lead infection, endocarditis and escherichia coli sepsis. The implantable cardiac defibrillator (ICD) was explanted and replaced and the leads remain in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, (B)(6) 2011; d354trg ICD, (B)(6) 2010. (B)(4).